Event description:
A healthcare professional reported two radial tears in the anterior portion of the capsule after treatment. Additional info has been requested. Customer generated medwatch attached to report. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).